Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, coagulase-negative staphylococcus (1 cfu/100ml ) was detected from the sample collected from all channels of the subject device. But the testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction and instrument channel: revivable flora (8 cfu/100ml) auxiliary water channel: revivable flora (5 cfu/100ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.